Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported that the therapy was making them feel like they had to go to the bathroom all the time and they were not comfortable. The patient stated from midnight to 6am in the morning, they would get up 5-6 times but when they got to the restroom, they couldn't pee and they were miserable. The caller stated it was also making their uterus hurt and they were getting a message to 'call clinician' when they went to check their therapy settings. Patient services had the patient read the message and the patient read "internal device has lost all data. Contact clinician". Patient services reviewed the meaning of the por (power on reset) message with the patient and asked the patient if they'd had any big procedures or falls or traumas that could have led to the issue and the patient stated that in the "last of august" they were in the hospit al for a week and that they were "sepsis" and went into "a fib" at the hospital in early september around the 1st. Patient stated their symptoms began at the end of august. Patient services redirected the patient to follow up with their managing health care provider to check the implanted system and to discuss their symptom concerns. The patient stated they had an appointment with their healthcare provider "next wednesday" and that they called their hcp an hour ago and spoke to a nurse but the nurse hadn't called the patient back yet. Patient services redirected the patient to follow back up with the hcp office about their por message to alert them of the situation in the event the hcp needed to page a representative. Patient stated they were going to reach out to the nurse again or otherwise wait until wednesday when they saw their hcp. Patient to seek emergency help if their symptoms got worse in the meantime. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. They reported that the patient did not experience retention prior to the device, c atheterization was not the standard of care, and the hospitalization was unrelated to the device.